Event description:
In 2005, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The right common iliac artery was known to be aneurysmal, but was not treated. There was a persistent type ii, resulting in progressive enlargement of the right common iliac artery aneurysm. In 2008, open surgical reintervention was performed with the discovery of an additional type I endoleak. At that time one limb of the excluder aaa endoprosthesis was explanted, the main body of the aaa trunk was transected and a dacron graft was sewn to the transected gore-tex graft. Several prior reinterventions which included coil embolization and sac punctures for the type ii endoleak were performed at dates unk. Gore was informed of those procedures the following month. Pt is reported to be stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Also implanted in the pt pxc141000/041261010.